Event description:
The customer reported that the activation tone continued to be heard when the surgeon was no longer pressing the activation button. This occurred prior to the procedure; there was no pt present.

Manufacturer narrative:
(B)(4). Eval of the incident pencil found it to function normally and within specs. No conditions were identified that would have caused or contributed to the reported event.